Manufacturer narrative:
The device was received for evaluation. The customer reported problem of ¿ok button not working¿ was unable to be reproduced. Testing of keypad function was unable to be performed since the device screen was cracked and unreadable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified, however the keypad will be replaced as part of the repair process. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the ok" button was damaged and not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.